Manufacturer narrative:
Product event summary: the entire lead was returned in segments. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection was performed on the entire conductor length using destructive testing. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported the patient received 18 inappropriate shocks. The right ventricular (rv) lead integrity alert (lia) had triggered. The rv lead exhibited oversensing, 498 short v-v intervals, diminished sensing and noise. It was also reported the t-wave oversensing (twos) parameters were activated. The rv lead impedance had risen and then dropped back down. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).